Event description:
Consumer called to report accuracy issues with his meter. Ran a comparison to a lab reading. Analysis run on consensus error grid using lab reading (28) as reference point vs. Bd readings (75) yielded data points in the c range of the grid, outside of acceptable limits.unk